Event description:
Boston scientific received information that the husband of the patient with this pacemaker and non-boston scientific leads contacted an internal technical service (ts) consultant regarding whether interactions of a device can be deleted intentionally and whether a complete history download can be obtained from the device. No allegations were reported against this device, however there were suspicions that programming errors or mistakes may have contributed to a serious life changing event. Reportedly, the lead may have been programmed ¿off¿ and three weeks later, the patient was hospitalized and the lead was programmed ¿on¿ and programming answers could not be obtained at that time by the patient¿s husband. Ts provided information on device operation and also indicated that there is no ¿delete¿ button. Ts recommended the patient contact their physician or clinic for the programming information and to answer any additional questions. It is unknown whether there is a device or lead malfunction that contributed to the reported patient symptoms.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.